Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's father, that the customer had a crack near the reservoir area. It was also reported that display screen was cracked and also blank displays were reported. Troubleshooting occured. No additional information was provided.